Event description:
The following information was provided: the surgeon said the patient fell but it sounded to him like the fall was due to the implant (exeter stem) breaking, not the other way around. The femoral implant was removed. It was decided to cement a slightly smaller size stem back into the existing cement mantle. No further information is available from the doctor or hospital. No further information is available.